Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result false event: wrong ae reported by hospital this hospital did not buy this scope from pentax. After contacting the hospital staff, we learned that the chief of the equipment department and the head nurse of the endoscopy room did not report ae.

Event description:
The endoscopy for the patient the light guide prong cracked. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.